Event description:
Pentax medical was made aware of an event which occurred in (B)(6) region involving pentax video scope eg29-i10. In the event reported, it was stated that there was no video image. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4) was inspected where the user narrative was confirmed. The inspection findings are as follows: image blackout; passed dry leak test; passed wet leak test; air/ water socket o-ring chipped; insertion tube mild crush at stage 3. The device is in the process of being repaired and will be returned to the user upon completion. Parts to be replaced: o-rings and seals; objective lens unit pb-free; bending rubber; signal wire for ccd pr-free. A review of the service history indicates the device was routinely serviced at a pentax facility. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.